Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call on (B)(6) 2018 that only part of the display is visible trouble shooting occurred to try and fix the problem but issue remains unresolved. Blood glucose level at the time of incident is 13.5 mmol/l. No symptoms reported and therefore no treatment required. Product will be returned for analysis and replacement has been sent.

Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and self test. Insulin pump was tested with no missing segments/partial display noted. Insulin pump received with cracked case near display window corners noted.